Event description:
It was reported that during a lap cholecystectomy procedure, the device misfired and there was an issue with clip formation. Some clips fell into the pt and were retrieved. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/10/2007. Information anticipated, but unavailable at this time.